Event description:
1 discordant positive sofia sars result when compared to pcr during validation study. Sofia reported positive while pcr resulted negative. Both dry swabs and swabs in universal transport media were reported being used for testing. Patients were reported to be symptomatic but the days post onset of symptoms were unknown. Additional mdrs will be filed for each separate patient event.

Manufacturer narrative:
Tested 3x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.